Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent revision surgery due to a loose, infected femoral component. During this procedure the implanted liner was removed and a antibiotic spacer was put in place. The patient then underwent revision surgery due to a spacer dislocation (5 or 6 weeks later due to timeframe of 2-stage revision). The whole s&n set being removed and replaced.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, the reported loosening of the patient¿s implant was likely due to the bone deficiency related to his previous infection. However, review of the provided documentation does not provide insight into the root cause of the reported infection, nor the dislocated antibiotic spacer. Without all supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the source of the reported clinical reactions cannot be confirmed, and it cannot be concluded that they were associated with a mal-performance of the implant as the reported infections were years after implantation and therefore likely hematogenously spread. The patient impact beyond the revision procedure and related post-operative healing cannot be determined. No further medical assessment is warranted at this time. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, patient reaction, and post operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.